Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and nine months following the implant of this transcatheter bioprosthetic valve, a second transcatheter bioprosthetic valve was implanted valve-in-valve for unreported reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.